Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported events of high pacing impedance, failure to capture, material twisted, and separation failure were not confirmed by analysis. As received, a complete lead was returned for analysis. Final analysis did not find any anomalies.

Manufacturer narrative:
B5, h6.

Event description:
It was reported that the patient presented for a left ventricular (lv) lead implant procedure. Upon implant, the lv lead had twisted and bent, resulting in a high pacing impedance and failure to capture. The lv lead was removed, and dissection occurred during the extraction. The implant of the left ventricular lead was abandoned and the procedure was completed using a dual chamber implantable on (B)(6) 2025. The patient remained stable.

Event description:
It was reported that the patient presented for a left ventricular (lv) lead implant procedure. Upon implant, the lv lead had fractured, resulting in a high pacing impedance and failure to capture. The lv lead was removed, and dissection occurred during the extraction. The implant of the left ventricular lead was abandoned and the procedure was completed using a dual chamber implantable on (B)(6) 2025. The patient remained stable.